Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed.

Event description:
The customer reported they were receiving an error 3 message with sample application and the unit of measure has changed from mg/dl to mmol/l on their locked freestyle blood glucose monitor. There was no report of death, serious injury or mistreatment.